Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has evidence of oversensed noise resulting in pacing inhibition and a low out-of-range impedance measurement. The patient has an intrinsic rhythm of 40 bpm with intermittent av block. There were no adverse patient effects were reported. The associated device was reprogrammed and the patient will be monitored.